Event description:
It was reported the a driver supporting a left ventricular assist device (lvad) pt would not cycle. The driver was not pulsing, it was just blowing continuous air. The pt was switched to a back-up driver without incident.